Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a blank display anomaly; the customer previously called about the incident and was sent a battery cap but the display anomaly persisted. The patient's blood glucose at the time of incident is unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump had a blank display due to the battery tube connector not being plugged in properly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the blank display anomaly. Re-plugged the battery tube connector and the pump passed the operating currents, self test and unexpected restart error tests. The pump had a cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.